Event description:
Customer reported that on (B)(6) 2010 he noticed a blank screen on the display of his freestyle flash blood glucose meter and noted it would not turn on when he pressed the button or with test strip insertion. He further reported subsequently experiencing blurred vision, weakness, headaches and vomiting. Customer self-presented to his healthcare provider and was treated with an unknown intravenous infusion. Customer was unable to state what his diagnosis was. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's product has been requested back for investigation. The complaint was not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed. This is a final report.

Event description:
The procedure was coil embolization assisted with the enterprise stent (catalog/lot unknown). During the prep for the coil 637mf2545 (complaint product 1), the delivery system was kinked. The coil was utilized as it was, but stuck in the microcatheter and then unraveled. The coil was removed from the patient and replaced with other new product to continue the procedure. When the coil 637mf2535 (complaint product 2) could not be detached. Attempt was made again with other dcs syringe, however the coil could not be detached. During removal from the patient, the coil was unraveled. The coil was replaced with other new product. The procedure was completed successfully without any adverse consequences. The first product was stored per labeling instructions, however during removal it was possible that the assistant kinked the delivery system. During insertion, resistance was caused by the kink on the delivery system. After the coil unraveled/stretched, the coil remained attached to the delivery system, and the delivery system did not fracture or separate into two pieces. A constant and dedicate saline source was utilized at all times, and the same microcatheter was utilized with other products to complete the procedure.